Manufacturer narrative:
(B)(4). Implant date: unknown date in september 2004. Concomitant medical products: unknown head, unknown shell, unknown stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03243, 0001825034-2017-03247, 0001825034-2017-03248.

Event description:
It was reported that a patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error